Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic stimulation. The left ventricular lead was not used and a new lead was implanted.